Manufacturer narrative:
As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c). A third party distributor received the customer's device and replaced the device's power pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was due to process residue on filters, designator fl4 and fl10, on the power pcb assembly.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. There was no report of patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).